Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the a screw driver was found stripped prior to surgery. There was not a patient present.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned driver was examined. There were no failures detected. The device was functionally checked with a mating screw and found to function as intended. The complaint of stripped tip is not confirmed. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported the a screw driver was found stripped prior to surgery. There was not a patient present.